Manufacturer narrative:
(B)(4). Results: damaged pawl. The analysis results found that one pse45a device was returned with an ecr45w cartridge loaded on the device. The returned reload was unfired and in good visual condition. The instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, at the first cartridge the stapler did not work. The device was not used on the patient. There was a battery problem. Another like device was used to complete the procedure. There were no adverse consequences for the patient.